Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, the inner part of the neutron connector came out. Quantity: (B)(4). Additional information: could you provide us with the batch number of the sample? The primary report does not show the date because it was discarded. Is the sample related to the incident available for analysis? No, the medical device was discarded how many units are available for collection? 0 units.